Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this meter remote and confirmed that it was operating within required specifications at the time of release. During testing, the meter remote was powered on and immediately emitted an error 1 with sub code 5. The meter remote could not be paired with a pump to complete investigation, and the error could not be cleared.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2014, the reporter contacted animas, alleging a meter error (error 1 random) issue. The reporter stated that the meter remote emitted an error 1 at random that could not be cleared with reboots or a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.